Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The diamondback coronary orbital atherectomy device instructions for use states that perforation is a possible adverse event that may occur and/or require intervention with use of the diamondback coronary orbital atherectomy device. Csi ID: (B)(4).

Event description:
Orbital atherectomy was selected for treatment of a calcified lesion in the diagonal branch. The vessel diameter was 2.75mm. The csi sales rep advised that the low speed setting should be used to advance the diamondback coronary orbital atherectomy device (oad) into the lesion due to the vessel size. However, difficulty was encountered in advancing the oad into the lesion, and the user selected the high speed setting instead. After several treatment passes, a vessel perforation occurred. Balloon tamponade was performed, and a stent was deployed to resolve the perforation. The patient was stable following the procedure.